Event description:
It was reported that during surgery, two prongs of metal broke off the inserter handle and couldn't be retrieved.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. Based on the information provided, the root cause of the retained ¿remainder of the inserter¿ could not be concluded. The patient¿s post-operative condition is unknown, and whether any future intervention is anticipated to remove the fragment and/or anchor is unknown at this time. The future impact to the patient beyond possible localized irritation/discomfort and/or dislodgement/micro-motion/migration of the retained inserter tip cannot be determined. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Additional (B)(6) , last name: (B)(6) address line 1, foreign city, international zip code: (B)(6).

Event description:
It was reported that a during a shoulder procedure, two prongs of metal broke off the inserter handle and couldn't be retrieved. A backup device was available to complete the procedure with no significant delay or patient injuries.